Event description:
The nexiva closed IV catheter was inserted and blood was seeping from the port push tab it is removed from. The catheter was then flushed with 20 ml normal saline and the seeping seemed to stop. Then the patient was injected with approx 150 ml of visipaque 320 for the exam. Approximately 5 ml of contrast leaked from the same port the push tab is removed from.